Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump. Troubleshooting was performed. Customer advised they changed out several infusion sets and reservoirs however the issue remained unresolved. Customer advised they experienced air bubble inside of the reservoir and discarded the reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis. The insulin pump will not be returned for analysis.